Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that his wife's infusion set detached at the quick release site connector on the third day of use, while she had woken up at home. The patient's blood glucose level was 400 mg/dl at the time of event. The site location was abdomen. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.